Manufacturer narrative:
Batch review performed on 21 november 2016. (B)(4). On 25 november 2016 the patient match department provided a patient match planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. Every step has been performed correctly. Not yet explanted.

Event description:
Patella pain and a big anterior slope. Probably, a revision surgery will be performed in (B)(6) 2017.

Manufacturer narrative:
On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: a partial (or total) revision of tka was performed because of a problem in implant position, after two years. The tibial component was placed with an anterior slope, a situation that hinders the good performance of the gmk sphere knee. We do not know the reasons for this contingency; there is no complaint filed about the patient specific guides used for primary surgery. The cause of the problem is not a failure of the implant. On 26 january 2017 the r&d project manager performed a preliminary investigation based on the pictures of the explanted femoral and tibial component received from the reporter, and commented as follows: due to the low quality of the pictures sent, no considerations can be done on the explanted tibial and femoral components. Some residual cement can be seen on the internal profile of the explanted femoral component. No residual cement can be seen on the bottom surface of the explanted tibia component. It is something usual to be observed on the explanted tibia tray. No elements reported in the event description can lead us think that the event is related to a faulty device. Not available.